Event description:
It was reported that this cardiac re-synchronization therapy defibrillator (crt-d) delivered seven inappropriate anti-tachycardia pacing (atp) and six shocks due to atrial fibrillation with rapid ventricular rate, therefore, therapy was exhausted. There was an episode of pacemaker mediated tachycardia (pmt), which was terminated by the pmt algorithm. The patient was admitted to the hospital due to inappropriate therapy. Technical services suggested reprogramming options. The atrial fibrillation rate threshold was off for now. They want to keep the same zones due to secondary prevention with known ventricular tachycardia at these rates. Rep also turning off the sustained rate duration and will extend atp timeout to 3 minutes because crt-d was only able to deliver seven rounds of atp instead of eight on this event due to timeout. This crt-d remains in service. There were no additional adverse patient effects were reported.